Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. "Son of consumer states that his father died in 2005. Son does not know the official cause of death." Additional info regarding this event is not available.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The mfg records for top assembly batch 7142543 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.